Event description:
Customer reported that because suction on her pump is low she has to pump for long periods and feels that, as a result, she developed a nipple infection. On (B)(6) 2010, she saw a doctor who thought that the nipple infection could be from the pump. She was prescribed sulsamth.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer indicated that she would return the original pump, but it has not yet been received. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time if applicable. We will monitor and trend like issues and initiate a CAPA as applicable.